Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was hospitalized for the peritonitis. The cause and treatment for the peritonitis was not reported. The patient¿s outcome was also not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The patient experienced peritonitis on an unreported date. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.